Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 440 mg/dl. Current blood glucose level was 437 mg/dl. Customer did not have any symptoms. Customer stated that they had lunch and forgot to give themselves bolus. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Troubleshooting was performed and customer will continue the use of device.